Event description:
Regulatory affairs rec'd a pt post card stating the pump has been removed on (B)(6) 2010 due to malfunction. In a conversation with the rep to obtain add'l info about the event, he specifically recollected that the pump was actually removed per the pt request and there was no device malfunction. In addition, the hospital discarded the pump.

Manufacturer narrative:
It has been communicated that the device is not available for eval. W/o the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the mfg records have been reviewed and they revealed that the device conformed to all mfg and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for eval, this complaint will be re-opened and investigated. Based on this eval no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.